Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used two-way foley catheter with syringe. The second photo shows partially deflated catheter. Verified material number 66300j14, batch number mykr3341, material number for catheter 2758j14 and manufacturing lot number ngkn1921. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkn1921. Visual inspection noted the catheter balloon was asymmetrical. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe, and an asymmetrical balloon was observed, with an approximate ratio of 75/25. Using the returned syringe, only 1ml deflated within 5min. Once again catheter inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in house syringe and it deflated 10ml deflated within 02min51sec. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tab d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter had difficulty in draining water. Per notification from investigator on 16feb2026, it was reported that asymmetrical balloon was found with 75/25 concentricity during sample evaluation on (B)(6) c2025.

Event description:
It was reported that during pretest the foley catheter had difficulty in draining water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.